Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had condensation related malfunction, gas loss in iab circuit alarm, iab catheter restriction alarm, blood pressure trigger, signal difficult to obtain. There were no patient harm or injury was reported.

Manufacturer narrative:
The practitioner reported condensation in the helium tubing of a cardiosave intra aortic balloon pump during use, following a patient cardiac arrest and va ECMO cannulation. After cannulation air bubbles were observed and ongoing condensation with repeated alarms including a restriction alarm occurred. Investigation revealed dependent tubing loops and a prior pump exchange that did not resolve the issue, and the bedside team had suctioned the helium tubing before contacting support. Slight discoloration in the fluid raised concern for possible balloon integrity compromise, and the emergency support program advised pausing therapy and notifying the attending provider. The catheter was ultimately left in place because the patient was scheduled for a heart transplant within six hours, and therapy was restarted after further condensation drainage despite intermittent alarms. No prolonged therapy interruptions were reported and follow up confirmed no additional concerns from the bedside staff.